Event description:
It was reported that the female connector of the minicap transfer set could not be tightly connected to a minicap which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with the returned minicap and a leak was observed beneath the minicap. The transfer set was retested using an in lab mini cap with a leak beneath the cap indicating damage on the female connector was present. The reported condition was verified. The damage to the female connector was determined to be the cause of the leak. The direct cause of the damage is potentially manufacturing related. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.